Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Catalog number, product name, etc: 320559 lot no. (Serial number, etc.): unknown occurred on: (B)(6) 2024 hypodermic needle injury: no other handling: no returned products: yes 1, used (report needed) number of products returned: history of one event: patient female (self-injection at home) she experienced pain when injecting into her thigh, the tip of the needle was bent. The patient visited a hospital because she was worried that the tip of the needle may still be in her body. It could not be confirmed by x-ray. The hospital requested whether it is possible for the tip of the needle to (break and remain in the body). Report: needed photo attached: the front needle is confirmed attached in the photo. The condition of the tip of the needle is unclear on the photo the detail needs to be confirmed. Batch #:unclear.